Event description:
During the procedure, while advancing an orbit galaxy (640cf0721/15716222) in a prowler select plus (606-s255jx/15451748), the physician experienced severe resistance and the coil got stuck about 30cm from the proximal end of the microcatheter. Therefore both the orbit galaxy and the prowler select plus were safely removed as a unit from the patient and were replaced for new products (coil: 640cf0721, microcatheter: 606-s255jx, lot all unknown). After withdrawal, when the prowler select plus was outside the patient body, he noticed that the kink was located on the microcatheter. The report did not indicate where on the microcatheter the kink was located. It hasn¿t been verified, but according to the physician, as he might have applied external force to the microcatheter while opening the package. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available. The procedure was coil embolisation for an unspecified cerebral artery aneurysm that was moderately tortuous but the level of calcification was unknown.

Manufacturer narrative:
During an embolization procedure for an unspecified cranial artery aneurysm with moderate tortuosity and unknown calcification severe resistance was experienced while advancing an orbit galaxy (640cf0721/15716222) in a prowler select plus (606-s255jx/15451748) microcatheter (mc) and the coil go stuck about 30cm from the proximal end of the mc. Therefore both the orbit galaxy and the prowler select plus were safely removed as a unit from the patient and were replaced for new products (coil: 640cf0721, mc: 606-s255jx, lots unknown). After withdrawal from the body, a kink was noted at an unknown location of the mc. It was reported that it hasn¿t been verified, but according to the physician, external force may have been applied to the mc while opening the package. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no other damages were reported on the devices after the event. It is unknown if the mc was re-shaped or not. The devices are unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with prowler select plus lot 15451748 presented no issues during the manufacturing process that can be related to the reported complaint. A review of the manufacturing documentation associated with orbit lot 15716222 presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the devices for analysis, a definitive conclusion regarding the reported event cannot be determined. However based on the report that the prowler select plus was noted to be kinked upon removal and that it may have been related to handling during removal from the packaging prior to use; it appears that procedural factors may have contributed to the event. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: new coil (640cf0721/lot unknown); new microcatheter (606-s255jx/lot unknown); orbit galaxy tight distal loop complex fill coil 7 x 21 (640cf0721/15716222).